Manufacturer narrative:
(B)(4). Did the device cut? Yes, only a small bit. If yes, was the cut line complete? Yes the analysis found that one pse60a device was returned in good visual condition and with two ecr60g cartridge reload present. The reloads were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, during the use of the device did not staple when using it in the procedure for the third time. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? Yes, only a small bit. If yes, was the cut line complete? Yes did the device fully cut the entire length of the reload? Or did the device partially cut (some of the tissue cut but not all)? Some of the tissue cut but not all.